Manufacturer narrative:
Unable to prime during the prime test due to cracked end cap. No compromised force sensor system alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The father reported via phone call that the customer received a compromised force sensor system alarm during a prime. Customer's blood glucose was 288 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.